Manufacturer narrative:
The initial MDR that was submitted has information that was missed. This is a follow up report with the missing information that was missed in that report.

Event description:
It was reported that a patient experienced a dental implant loss.

Event description:
Implant loss. "Patient had a seizure and bit hard on implant and it became loose." Crown attached.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.